Event description:
The distributor reported that during the surgery the instrument broke. They also mentioned, that the instrument broke during the fifth surgery in which it was used.

Manufacturer narrative:
Add'l info will be provided when investigation has been completed.